Event description:
It was reported that the patient's stimulation changed from the patient trying to catch someone that was falling about 4 or 5 months prior to the initial report. It was indicated that the stimulation would not go up the patient's back. It was also reported that the patient felt stimulation up to her head if she was sitting and then bent her head backwards. The patient had pain and the representative was unable to program up the patient's back. It was noted the representative tried reprogramming the patient but, based on the position, the representative was unable to program the stimulation up the patient's back. It was noted that the device was checked and all impedances were normal. It was suggested that the patient have an x-ray for the lead placement. About 2 months after the initial report, it was reported that the stimulator was not working right and that the "only time" it would work was when the patient was laying in bed. It was indicated that the patient was supposed to feel stimulation in the low back and legs and, at the time, there was no stimulation in the patient's legs. It was further indicated that the patient fell about 2 months ago and it "seemed like that's was when it started giving [the patient] trouble." Reprogramming was tried, and it was noted that the representative indicated it was working fine but the patient did not think it was. The patient was in excruciating pain and the patient's pain was not being controlled. The interventions and resolution of the issue remains unknown. However, additional follow-up was conducted. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead, product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).